Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: the initial reporter information was updated to include the physician who performed the surgical intervention and the facility in which the procedure occurred.

Event description:
Surgical intervention was undertaken on 2aug2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after the patient stopped using it in 2020. Surgical intervention may be pending to address the issue.